Event description:
Pt. Reports that he awoke in 2008 and found that he was deaf in his right ear. Pt. Visited ent dr. And was prescribed medication. The ent dr. Did not confirm the deafness nor establish any relationship between the alleged deafness and the use of the hearing aid. No malfunction of the product was reported. Pt requested to return the hearing aids for a refund. And refund was subsequently processed.

Manufacturer narrative:
The returned product and the audiometric settings were evaluated. No anomalies were found. According to the records, the pt. Had been experiencing balance problems and ringing in the right ear most of the time before he started wearing the hearing aids. The conclusion of the investigation is that the hearing aid did not cause of contribute to the alleged deafness.